Event description:
It was reported that post op of a laparoscopic right colectomy procedure, the device fired properly. However, the patient's abdomen was distended and post op the sixth day, the patient became tachycardic. The patient was re-operated where it was noticed to have substance around the anastomosis. There was a leak at the distal end of the tlc55 staple line where it intersected at the tl60 mid staple line. The patient was given a temporary colostomy and is still in the hospital.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
Customer had on-going issue with inconsistent results. Customer provided one patient example for beta-hcg. First beta-hcg result was 0.329, repeat 1213 u/l (accompanied by h data flag). Reagent lot # was 155484. It is unknown if result was reported or patient was adversely affected due to erroneous result. No adverse events were reported.

Manufacturer narrative:
A failed performance test was observed during investigation of the instrument which means a hardware issue might have caused the inconsistent results. Pre-analytic data was not available therefore pre- analytics could not be completely excluded. Service actions including changing cell and sample pipette were performed during the customer visit. There was no patient information provided. It is unknown why the beta- hcg test was performed and if the false result was reported outside of the lab. No adverse events were reported.